Event description:
It was reported that the patient had chest pain and was hospitalized. The patient was observed exercising on an exercise bike when the patient¿s heart rate dropped below the programmed lower rate of the implantable cardioverter defibrillator (ICD) device. Intermittent sensed electromagnetic interference (emi) was suspected with use of the exercise bike. It was also reported that the right ventricular (rv) lead was observed with t-wave oversensing (twos) with r-wave double counting. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).